Manufacturer narrative:
Patient samples 2, 3, and 4 were provided for further investigation. For patient sample 2, it was determined that the sample contained an interfering factor against the streptavidin component of the ft3 assay. For patient sample 3, no interfering factors were found to be present in the sample. The investigation did not identify a product problem. The cause of the event could not be determined. For patient sample 4, it was determined that the sample contained an interfering factor against the idiotype of the monoclonal antibody of the ft3 assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
(B)(6) .

Event description:
The initial reporter received questionable elecsys tsh assay, elecsys ft3 iii, and elecsys ft4 iii assay results, for 4 patients, from the cobas 8000 e 801 module serial number (B)(4). This MDR will cover the elecsys ft3 iii reagent. Refer to the MDR's with patient identifier = (B)(6) for the elecsys tsh assay, and (B)(6) for the elecsys ft4 iii assay reagent. It was unknown if the questionable results were reported outside the laboratory.